Manufacturer narrative:
The insulin pump was received with an intermittent button response and a button error alarm due to corroded keypad traces. No numbers scrolling up or moisture damage on the lcd or electronic assembly or motor noted. The unit had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The unit had a cracked display window corner, cracked battery tube threads, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.